Event description:
It was reported via repair work order that the hydraulic jack won't lower due to jack release linkages being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.